Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the blood bag was received for investigation. The manufacturing records, test records and inspection records were reviewed for abnormalities. No problems were found. Records were also checked regarding the particulate removal rates and cationization levels of the filter membranes that are related to blood filtration performance. All filter lots conformed to specifications. The retention samples were examined and tested with the blood preservative solution. All conformed to established standards. No similar complaints have been received from other consumers. Root cause: the root cause for this event could not be determined. Hemolysis is commonly caused by the following factors: characteristics of blood: there is a possibility of hemolysis if the donor's blood is characteristic of red blood cell fragility, bacterial contamination: hemolysis is likely to occur if bacteria are present in the blood bag for some reason, excessive cooling: blood is gradually congealed and eventually hemolyzed when it is cooled below -3 degrees c, there is a possibility of hemolysis due to this factor, if a blood bag is locally cooled in the refrigerator, filter clogging: filtration time is extended because the filter is likely to clog, and furthermore, when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis.

Event description:
The customer reported that they were processing a whole blood unit. The whole blood unit was collected from the donor. The customer filtered the unit for 5 hours. The customer does not have a maximum time limit for filtering whole blood units. The unit was centrifuged according to the site's sop, then the technician noted a red tinge to the plasma. The full patient ID is (B)(6). This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
(B)(4). (B)(6). The device product code 'ksr' was used. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.